Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system, single port 24 ga 0.75 in the tubing was found to be defective. The following information was provided by the initial reporter: there were cracks/burrs in the extension tube of indwelling needle.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed the extension tubing damaged near the single port adapter. The reported issue was confirmed. Damage near the single port adapter may occur due to the tubing being pinched or cut by a damaged or worn pallet during manufacturing or due to a sharp instrument near the extension tubing during use. Due to the quality of the images, it is hard to identify the shape of the cut and its features such as smoothness or raggedness, which may give a clue as to the potential root cause. Additionally, without the unit the distance from the single port adapter cannot be determined. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in the tubing was found to be defective. The following information was provided by the initial reporter: there were cracks/burrs in the extension tube of indwelling needle